Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, confirmed at 56¿62 mg/dl by pump and fingerstick, following a prolonged hyperglycemic period up to 295 mg/dl after a large meal with sweet tea; glucose was rising to 68 mg/dl by the end of the call. Symptoms included hypoglycemia without loss of consciousness, dka, or need for assistance. Outcomes included temporary disruption with self-management and stabilization without medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and education performed during the call. Investigation of this case revealed no device alerts or alarms and no identifiable device malfunction; the infusion set in use was a cd 23-inch set, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.